Event description:
3 implants were placed 9/19/96. They were uncovered 1/24/97 and left non-functioning until 6/6/97. At that time, pt complained of pain when the abutment was torque-tightened. The implant was fairly easily removed without local anesthetic by unscrewing. The other 2 implants are fine. One person affected.